Event description:
It was reported that the pt went into respiratory arrest twenty minutes after their pump was refilled. The pt's pump was stopped and all medication was removed (4ml). They had questioned whether the pump pocket was filled instead of the actual pump itself. The nurse who filled the pump was confident that she was in the port. She was able to withdraw an appropriate amount of residual drug, and also got "pullback" when she started injecting the new drug. It was noted that the pt is obese and that the pump had always been very "mobile" in the pocket. This had made the pump prone to flipping. The medication in the pump was dilaudid 4 mg/ml and was increased to 6 mg/ml with a bridge bolus, which appeared to have been correctly programmed. The pt was admitted to the ICU, and was "doing well" at the time of this report. The pt experienced increased pain while in the hospital. The physician did not want to re-start the pump at that time but had considered a possible replacement in the future. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Pt was admitted to the intensive care unit and is doing well but experiencing increased pain.

Manufacturer narrative:
(B) (4).